Event description:
It was reported that a tremor patient with a deep brain stimulator was hit by lightning. It was noted that the patient¿s tremor returned after being struck by the lightning. The non-rechargeable stimulator was explanted and replaced with the same product. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).